Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat upholstery was sagging and hitting the crossbraces, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states the seat upholstery is sagging and hitting the crossbraces.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states the seat upholstery is sagging and hitting the crossbraces.